Manufacturer narrative:
On 03/18/2016 a medtronic representative performed a navigation system check-out, hardware and software tests failed. The navigation system became unresponsive in ent software. Re-installed ent software and tested the navigation system, normal function was restored. Issue resolved. System performed as intended. On 04/06/2016 software analysis was unable to determine probable cause with the information - no parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, tracking became intermittent. When emitter details were opened, the axiem box and emitter were flickering back and forth between red and green status. Confirmed all cable connections seemed good. A second navigation system was brought in to continue the procedure to completion. Delay in therapy was minimal, less than one hour. There was no impact on patient outcome.